Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had pain in the hip and back since about a year after the primary surgery. CT scan was taken at other hospital showed tumor mass on the inner wall of iliac bone. A revision surgery was operated on due to suspected osteolysis. Treatment contents performed during the surgery were as follows: dead tissue was removed by scraping. Black corrosive was observed in the joint part between the taper part of the stem neck and the head.

Manufacturer narrative:
Conclusion and justification status: the complaint states the patient had pain in the hip and back since about a year after the primary surgery. CT scan was taken at other hospital showed tumor mass on the inner wall of iliac bone. A revision surgery was operated on (B)(6) 2017 due to suspected osteolysis a complaint database search did not identify any anomalies. The products were reviewed by bioengineering and a report was received stating; with regards to the head; a goldberg taper score of 3 was given, no stipe wear or wear scar noted, defined scratches of 3-5 and fine scratches of 1-24% was identified. With regards to the stem; a goldberg taper score stem (head) of 3 was given, and a goldberg taper score stem (sleeve) of 2 was given. The third party report has been reviewed. The findings of the chemical analysis are aligned to the base material of the implants analysed. There is no indication of the design deficiency. The x-rays were reviewed as per (B)(4). No implant fracture or disassociation was noted. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.